Event description:
Information received with return of the explanted device notes that ventricular sensing was diminished three weeks post implant. X-ray suggested micro-dislodgement due to lack of prolapse. The next week, loss of capture was seen. During lead replacement, it was observed that the lead had perforated.